Event description:
Report received of a medication bag containing less than expected. The pump was programmed to deliver "a standard order marcaine-fentanyl combination" the epidural mode, for continuous + bolus delivery, and a 500ml container size. No further programming parameters were provided. After an unspecified length of time, the pump alarmed and the display indicated, "bolus limit reached." Upon nursing assessment, it was noted that the medication bag contained less fluid than expected according to the tally on the narcotic flow sheet; however, the pt continued to complain of pain. The pump was removed from clinical service. It was reported that the epidural pain management was discontinued. Therapy resumed using a pca pump delivering an unspecified medication via IV route. There were no adverse pt effects.